Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables and power sources. There was no impact to the customer's blood glucose level. A replacement cable was sent to the customer.

Event description:
It was reported that the pump could not be charged using the usb cable. It was confirmed that the pump was able to be charged using a different usb cable. There was no impact to the customer's blood glucose level. A replacement cable was sent to the customer.